Event description:
Dr (B)(6) was performing a t10-ilium posterior spinal fusion. When placing the right s1 screw (1797-12-055) he encountered a high degree of torque to place that screw when if was nearly seated. When nearly seated, the driver tip broke (2797-12-400) off in the screw head. Dr (B)(6) cut a short prebent 35mm rod (1797-71-035) and torqued it in the screw with the broken fragment with a set screw (1797-02-000). He then rotated out the screw with the broken fragment. That construct is coming back. He then placed a new screw in the right s1 hole without incident. Time delay was about 5 minutes. While placing the left iliac screw (1797-12-880), he broke another driver tip off in the screw. That screw also went in with a tremendous amount of torque. Dr (B)(6)was not able to remove this screw or remove the fragment that was stuck in the screw. It remains in the patient. The procedure was successfully completed.

Manufacturer narrative:
Visual examination of the returned device revealed a fractured distal tip. The device was then sent for fracture analysis. The fracture analysis report suggests the driver underwent a quasi-static shear failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. Trending was completed and no immediate product action is required. An internal data review has been opened to review design control documentation and similar failures will be monitored as a part of post market surveillance activities. The root cause of the driver¿s distal tip becoming broken cannot positively be determined. However, the fracture analysis report suggests the driver underwent a quasi-static shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.